Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was discovered that the tip of the j-tube had grown into the small intestine. The j-tube was removed surgically, and a new j-tube was placed. A CT scan was performed to assess whether the removal of the peg-j tube caused any injuries. There were no pathological findings. The patient was hospitalized since (B)(6) 2019.